Event description:
Hosp personnel were attending to a pt in a code situation, down for an unknown period of time. An attempt was made at countershocking the pt however allegedly the device did not deliver energy. A back up device was brought in and used with allegedly the same results. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the lengthy downtime of the pt and the reporter's assessment of the pt's lack of viability.